Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The reported battery overheating alarm issue was unable to be reproduced in the lab. This issue was most likely due to a rare, momentary communication glitch caused by the pbm.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had an overheating alarm, battery failure (red alarm). The aic was replaced. There was no report of patient involvement.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer; and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.